Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient reported in clinic. Device interrogation revealed that the implantable cardioverter defibrillator was under-sensing ventricular fibrillation that was seen during shock. The patient expired due to unrelated reasons.